Manufacturer narrative:
Analysis found it cannot replicate the customer reported fault "black fluid expelling during use". Handpiece motor cable found kinked, and motor and bearings found noisy during the test. Hipot: 0.267 ma est: 0.093 ohms. Handpiece failed pre-repair heat test: nose - 110.3°f ; middle - 122.1°f ; rear - 83.5°f. Overheating was found. On further inspection, during disassembly nose cone and shaft assembly found corroded. Unit is more than 5 years old. Handpiece requires full rebuilt. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a black fluid expelling from the device during use. There was no patient or staff impact. Analysis and repair found overheating in the device.